Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of sinus infection, deemed not device related, is considered to be an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with 0.55ml of juvéderm volbella® xc. About five months post injection the patient ¿woke up with mild swelling in their lips (partially). Upon examination the area was not warm to touch. Patient took advil which helped with the swelling but woke up with the mild swelling again the next day. About two weeks after the symptoms started the hcp treated the patient with prednisone. Patient also noted they had a "sinus infection" that is not related to the device. The symptom of edema has resolved.